Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure occurred on (B)(6) 2015 due to wear of the acetabular liner. The modular head and acetabular liner were replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, it states, "wear and/or deformation of articulating surfaces".